Event description:
It was reported that approximately 1 month after implant of the implantable cardioverter defibrillator (ICD), an examination revealed a small area of incisional dehiscence and a superficial surgical site infection. The patient was treated with antibiotics, and later examinations showed no signs of infection and wound healing with scab in place. The ICD remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.